Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The top case was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen when powered on. The device was not in patient use when the reported event occurred.